Event description:
It was reported that the user experienced hypoglycemia after announcing a ¿meal¿ to address a high blood glucose of 245 mg/dl, which led the ilet to deliver insulin and the glucose level later dropped to 47 mg/dl; the user then treated with fast-acting oral carbohydrates and received troubleshooting and education on proper meal announcements and low-glucose correction. Symptoms included low blood glucose. Outcomes included self-treatment without medical or third-party assistance and no alerts or alarms. Investigation included review of synced ilet data and user logs. Investigation of this case revealed user-related use error, specifically using meal announcements as a correction strategy for hyperglycemia, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to meal announcement workflow.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.